Event description:
Related manufacturer reference number: 2017865-2022-17494. It was reported that the patient presented remotely via merlin.net. Review, of the transmission revealed that the right ventricular lead and the implantable cardioverter defibrillator exhibited noise causing inappropriate binning. No intervention was performed. Further information was requested however, was not provided.

Event description:
New information noted that the lead and the device were both explanted and replaced on (B)(6) 2022. It was discovered that the lead had an insulation fracture. Further information was requested however, was not provided.